Event description:
It is reported that a customer received a failed battery test on their insulin pump even after replacing the batteries with new ones. The patient's blood glucose level was at 9.7 mmol/l. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided

Manufacturer narrative:
The pump was received with normal operating currents. No unexpected failed battery test or low battery alarms were noted. The pump was programmed with multiple basal rates and bolus deliveries and they all registered properly in the daily totals history. The pump was downloaded in the carelink software, and all bolus deliveries and basal rates registered properly in the carelink history report. The pump also had a cracked reservoir tube lip, and scratches on the lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.